Event description:
A malfunction was reported on the customer's pump, which was identified as displaying the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. The initial resolution involved cts offering a loaner pump, which the customer declined, opting instead to rely on multiple daily injections for insulin therapy until a new pump could be obtained. Upon follow-up, the malfunction code was found to be resettable, and the customer successfully reset the pump with assistance from cts. The customer was advised to continue using the pump and to contact technical support if any issues reoccur.